Event description:
It was reported that a new user of the ilet experienced severe hyperglycemia after consuming pizza and pie, with glucose readings up to 500 mg/dl and ¿high¿ on continuous glucose monitor (cgm), while using a replacement pump in its learning phase; troubleshooting identified that the infusion set tubing had not been fully primed until 28 units were delivered, the infusion site was changed, and a supply change sequence was inadvertently started while attached, after which correct disconnection at fill was confirmed. Customer care provided support that included call center verification of proper priming to visible drops, infusion set and site replacement with cannula fill, and confirmation of correct disconnection during fill tubing. Investigation of this case revealed evidence consistent with insufficient initial priming and possible infusion setup error, followed by correction with a new set and proper priming, with no device malfunction observed. Symptoms included feeling unwell. Outcomes included recovery of glucose into the target range without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.